Event description:
It was reported that there was a driveline disconnect on (B)(6) 2022and the pump was off for 4 seconds. This was confirmed through log file review. Related MFR#: 2916596-2022-13669.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(4)) was not returned for analysis; however, a log file was submitted for review that showed events spanning approximately 2 days ((B)(6) 2022 ¿ (B)(6) 2022 per timestamp). The driveline was disconnected on (B)(6) 2022 at 15:47:42 - 15:47:44 causing the pump to stop. The pump resumed it¿s set speed, shortly after the driveline was reconnected, without issue. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking why the driveline was disconnected, patient impact, and if there was an adverse patient impact what was the plan of care. To date, no response has been received. A root cause for the reported event was unable to be conclusively determined. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect alarms. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.